Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010, after use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products: associated mdrs 1225714-2014-03182 and 1225714-2014-03183.